Event description:
The customer contacted stryker to report a non-critical issue with their device. Upon evaluation of the device's electronic records from the event, stryker observed that the device was intermittently losing connection to the patient through the defibrillation electrodes. As a result, defibrillation therapy may have been delayed or unavailable if needed. There were no reports of any adverse effects to the patient as a result of the reported issue.

Manufacturer narrative:
Stryker evaluated the customer's device and was unable to duplicate the reported issue. Stryker downloaded the device's electronic records from the event for review and was able to verify the reported issue. The device was archived by stryker and the customer received a replacement device. The cause of the reported issue could not be determined.

Manufacturer narrative:
Stryker evaluated the customer's device and was unable to duplicate the reported issue. Stryker downloaded the device's electronic records from the event for review and was able to verify the reported issue. The device was archived by stryker and the customer received a replacement device. The cause of the reported issue could not be determined.

Event description:
The customer contacted stryker to report a non-critical issue with their device. Upon evaluation of the device's electronic records from the event, stryker observed that the device was intermittently losing connection to the patient through the defibrillation electrodes. As a result, defibrillation therapy may have been delayed or unavailable if needed. There were no reports of any adverse effects to the patient as a result of the reported issue.